Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on the stored electrograms which led to inappropriate mode switching on the device. The ra lead remains in use. No patient complications have been reported as a result of this event.